Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted due to the lot number being unknown. A search of the complaint file was not conducted due to the lot number being unknown. The same user facility reported a similar event for another device with the same product code. See MDR 3013394970-2017-00040. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device has not been received.

Event description:
The user facility reported withdrawal difficulty with the involved angio-seal evolution device. The following information was provided by the user facility: the collagen plug only partially deployed and the string broke; the patient is reported to be stable; and the procedure was successful.

Manufacturer narrative:
One 6f angio-seal vip was returned. The carrier tube assembly was mated with the hemostasis sheath and was in full rear lock position upon receipt. A blood-like substance was seen on the returned components. The tyvek pouch was returned as well. The leading leg of the anchor was visible in the carrier tube upon closer inspection. During functional testing, the device was pushed to full forward lock position and the anchor exited the carrier tube. Upon pulling the assembly hub to rear lock position the anchor posted against the distal end of the carrier tube as intended. The anchor was manually pulled to reveal collagen which was covered in dried blood like substance. The anchor was grasped and the suture/collagen was extracted and the tamper tube was revealed. The device worked as intended. The exact root cause cannot be determined with the available information but the overall device condition is consistent with full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath leading to non-deployment or resistance encountered during carrier tube advancement through the hemostasis sheath resulting in the anchor not exiting the sheath distal tip. Functional testing of the deployment mechanism revealed the components were extracted and device functioned as intended with no contributing visual or functional anomalies noted. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found 14 similar reports with the involved product code in the past three years.

Event description:
Additional information was received on june 9, 2017. When stated that the collagen was only partially deployed, it was removed by hemostats. There was no blood loss. Hemostasis was achieved by manual pressure. There were no other devices or equipment being used with reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.